Manufacturer narrative:
Device evaluated by simulated use testing which confirmed the reported issue of shaft frosting. Further evaluation found a vacuum sleeve failure.

Event description:
3 probes from a 4 probe case frosted up the shaft during pretesting. Complaint 3 of 3.